Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-01043.

Event description:
The patient was undergoing a coil embolization procedure in the colic arteries using a lp system detachment handle (handle) and ruby coil lps. During the procedure, a ruby coil lp would not detach with the handle. The physician then used two hemostats to detach the ruby coil lp by pulling the back end of the pusher assembly. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.